Manufacturer narrative:
A1,2,3,4,b6,710-info not provided by user facility f1: should not have been checked on initial medwatch. No medwatch was received by user facility. D5;g4; h4-info not available g3; user facility was incorrectly selected on initial medwatch. H6-code 400 (other): yielded jaws conclusion based upon inquiry info received and visual examination, it was concluded that jaws had become damaged and could not hold a clip properly, making instrument non-functional. No conclusion could be reached as to how this damage occurred. If jaws are closed over a hard object, jaws can become damage and will not hold a clip properly. Each instrument is evaluated during assembly process to ensure jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The applier was used during a laparoscopic cholecystectomy. The rep was given the box with "clips falling off" and "malfunctioning" written on it. No other info is available. There was no consequence to the pt.